Manufacturer narrative:
(B)(6) female enrolled (B)(6) 2011 for stent - assisted coiling of a large, unruptured aneurysm of the left carotid-ophthalmic artery. The irregular aneurysm measured 11 mm height x 12 mm width with a 6 mm neck. (B)(6) grading scale post-op was 3: residual filling of aneurysm neck and dome. Fourteen coils were used to fill the aneurysm: (B)(4).

Event description:
Note: this report is from (B)(4) clinical study. Subject admitted to ER on (B)(6) 2011 for five days of numbness and tingling in right arm. (Approx 3 1/2 months post stent - assisted coiling procedure). The pt had discontinued plavix approx 2 weeks earlier and was on aspirin only for anticoagulation. Transferred to (B)(6) on (B)(6) but symptoms had already resolved. MRI on (B)(6) 2011 showed a small left cortical acute stroke. Angiogram (B)(6) 2011 showed no significant stenoses and brisk vascular contrast filling in both aca and mca vascular tree. There was evidence of progressive thrombosis within the coiled aneurysm. No evidence of narrowing within the vessel I the region or the aneurysm or stent. No evidence of intraluminal thrombus or dissection. Placed back on plavix daily. Discharged on (B)(6) 2011 with clinical status back to baseline. Site indicated mild adverse event that was possibly stent related. Medical monitor indicated: this is not related to the procedure but is possible related to the device.